Event description:
New information received states an additional auto mode switching episode was observed due to far r-wave oversensing. No programming changes can be made. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibratory notifier for nonsustained right ventricular oversensing due to post-paced t-wave oversensing. An inappropriate auto mode switching episode was observed due to far-field r-wave oversensing. Programming changes were made. No patient symptoms were reported.